Manufacturer narrative:
Evaluation summary: the probe was connected to a test holster and control module, and during the initialization mode, it was noted to give an l3-002 error code. The cutter was found to be jammed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported the error code l3-002 was indicating a damaged probe. The sales rep reported that the biopsy was completed using another mst8 probe. There were no patient consequences reported.